Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter phone number as originally reported -(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator wanted to insert the emergency backup battery (ebb) after implant. When they unpacked the screw driver, they realized that the screw driver's head was completely round as if it was not worked at all. Another ebb screw driver was used.